Manufacturer narrative:
Corrected strip information: lot# 2gc3d05, expiration date 07/31/2014, manufacture date: 07/01/2012.

Event description:
The customer received a 30mg/dl difference in blood glucose readings between his contour meter and one of his non bayer meters. He could not provide the specific readings. Depending on the actual readings, the difference between them could fall in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The customer's test strips are expected to be returned for evaluation. Replacement meter and strips were sent.